Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The remaining estimated longevity was noted to be of 9.5 years. A request was made to have data from this device analyzed. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The remaining estimated longevity was noted to be of 9.5 years. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.